Event description:
The device was returned for a valve 1 actuation failure. Device alarmed during startup self checks. Pump was reverted to manufacturing mode and underwent pneumatic hardware testing. The pump was not able to generate any positive charge values consistent with valve 1 failing to actuate.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump problem (red alarm). A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.